Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient myocardial infarction and serious injury appear to be related to operational context. In this case it is possible that the reported patient myocardial infarction and serious injury are a result of the patient¿s disease severity combined with use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for user manual states that a myocardial infarction is a potential adverse event that may occur and/or require intervention with use of the system.

Event description:
It was reported that 1-year following the orbital atherectomy, the patient presented with chest pain due to myocardial infarction (mi). According to the site, the mi was not related to the diamondback 360 orbital atherectomy device (oad). The clinical events committee reviewed the case and determined the mi was possibly related to the oad. No further information is available. Subject number: (B)(6).

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that 1-year following the orbital atherectomy, the patient presented with chest pain due to myocardial infarction (mi). According to the site, the mi was not related to the diamondback 360 orbital atherectomy device (oad). The clinical events committee reviewed the case and determined the mi was possibly related to the oad. No further information is available. Subject number: (B)(6).